Manufacturer narrative:
Additional info: a visual inspection reveals there is some slight deformation in the corners of the hex head. The distance between the flats inside the hex head was still in spec. When tested with a torque tester it was found the torque release mechanism was releasing at the specified torque setting, the driver stayed between 72-88 lb-in on over 12 ¿clicks¿. A functional test was done and the driver tightens to the ¿click¿/torque release point with no stripping. Could not replicate nor see a reason that the driver would strip a nut.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the driver stripped the middle locking screw of the crosslink. The crosslink was explanted and new crosslink was implanted. No patient complications were reported.